Event description:
Customer called lfs in 2002 alleging that one touch fasttake meter had no power. Per customer care rep, the following info was documented: customer has had this problem with the meter for a while. Customer went to ER when customer felt dizzy. When customer went to the ER, customer's blood glucose was 26mg/dl. Customer was given "food or beverage for treatment". The issue with the meter's power was not resolved. Sending letter.